Event description:
The complainant reported that the clinicians were preparing to perform a stent placement in a patient. During this preparation, when the clinician tore off the string on the bladder end of the stent, the renal coil on one end of the stent tore off completely from the other end of the stent. This resulted in the stent being in two pieces. The clinicians then obtained another of the same device and successfully completed this patient procedure. The complainant reported that there were no adverse effect to this patient as a result of this reported malfunction.

Manufacturer narrative:
This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed.